Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-18294. It was reported that the patient was unable to put their system into MRI mode due to having one lead with high impedances. As a result, surgical intervention may be undertaken in the future. It is unknown which lead has high impedances; therefore, both leads will be reported.